Manufacturer narrative:
The creatinine reagent lot number was 794457. The reagent expiration date was requested, but not provided. A reagent issue can be excluded as calibration and controls are acceptable. A hardware performance check recovered within specified limits. The field service engineer replaced rinse assembly tubing. After exchanging the tubing, the instrument is working as specified. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with creatinine plus ver.2 on a cobas 8000 c 702 module. The first sample initially resulted in a creatinine value of 84 umol/l and it repeated as 121 umol/l. The sample was also repeated on a second analyzer, resulting in a value of 121 umol/l. The 121 umol/l value corresponds to the patient's clinical history. The second sample initially resulted in a creatinine value of 80 umol/l and it repeated as 61 umol/l.